Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found a piece of broken bur inside the bur lock, the cable was deformed, twisted and did not pass the safety test, and the bearings and housing nose were worn. The device was repaired, tested, and passed all manufacturing specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that a visao 80k handpiece drill was ¿not working correctly overheat¿ prior to use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.